Event description:
It was reported via a programming history database periodic review that the patient had high impedance. The high impedance was observed with v1.5 software. For model 102/102r generators programmed to output currents > 1 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. No other relevant information has been received to date.